Event description:
A distributor reported on behalf of a healthcare facility in singapore, via a fisher & paykel (f&p) healthcare field representative, that the expiratory limb of an 950n81 neonatal ventilator dual heated circuit kit was found broken and leaking water during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(6). Section g4: the 950n81 neonatal ventilator dual heated circuit kit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k220703. The subject 950n81 neonatal ventilator dual heated circuit kit has been requested to be returned to fisher & paykel healthcare new zealand for evaluation. We will provide a follow up report upon completion of our investigation.